Event description:
It was reported that during a shoulder procedure system had a hardware fault issue. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit had charring/arcing damage in the 18-pin wand port, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the device, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Device history record review for serial number (B)(6) found no discrepancies from released and operating procedures or conditions that could contribute to the event . A review of the complaint history for the associated complaint product found similar events in the last three years for the involved part number. This complaint will be recorded for tracking and trending purposes. No containment or corrective actions are recommended at this time. Visual inspection found that there was charring/arcing damage in the 18-pin wand port, broken warranty seal, damaged bezel, and a missing ball from the flow wand port. Internal inspection found that the retaining clip for the flow wand port was loose. Functional evaluation found that the controller would exhibit a system hardware fault message. The complaint was verified and the root cause was determined to be an electrical component failure. Factors that can lead to a system hardware fault includes: (1) component damage caused by a power surge or short evident by the charring on the 18-pin wand, or (2) rough handling of the controller causing component damage. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.